Event description:
It was reported by service report that the foot end hi-lo has possible sparking power issues and a bent down foot cover which caused the damage to the power cord cable. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: lift power coil cable. Bent foot cover.